Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead (B)(6) 2012, 4194 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was repositioned and remains in use. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.